Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate system monitor display screen freezing was not reproduced during testing of the returned system monitor. The system monitor, serial number (B)(6), was connected to a mock circulatory loop for three days with no issues observed. The system monitor functioned as intended during analysis. The provided information indicated there was no impact to the patient and the issue was resolved after restarting the system monitor. A root cause for the reported event was not conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device history records were reviewed, and the records reveals that the heartmate system monitor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system monitor was shipped to the customer on 23feb2018. The heartmate power module instructions for use was available for use at the time of the event. Section 2 entitled ¿setting up the power module (pm) prior to use¿ covers set up and use of the system monitor with the power module. The heartmate 3 patient handbook was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in the intensive care unit (ICU) after pump implantation and the system monitor screen was frozen. The system monitor was switched off and on again which resolved the issue. There was no patient impact.